Event description:
Pt suffered three nickel size burns to chest from pads on EKG leads used to monitor vitals during MRI procedure. EKG leads used in association with in-vivo sedation monitoring equipment. The reason the rf burns occurred is unclear. However, the potential for radiofrequency burns is always present in MRI.